Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
The patient reported that the keypad buttons had an intermittent and delayed response. The patient confirmed that the keypad was not peeling or damaged. The patient reported that all button presses were correct. The patient reportedly wore the pump in the outside of clothing and cleaned the pump with soap and water. The patient was advised to keep the keypad dry.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.